Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No battery out limit alarm noted during testing. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 419 mg/dl. Customer's other blood glucose value was 327 mg/dl. Customer reported battery out limit. Customer reports they were able to clear the alarm. Customer states they did not receive a request to rewind pump. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with manual injection. The device was not expected to be returned for analysis.